Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws not to open and close properly. Additional related observations: the instrument was found failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the msc logs verified five homing failure with error code "22026". The loose grip cable on the proximal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. The instrument was also found with one error: 22024 ¿grip torque is outside the expected range on usm3 (instrument installed: vessel sealer extended / rfid: 420653125), indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Initialization test was bypassed and hard grip force test performed. The instrument failed grip force test. Low torque errors are often caused due to a loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the vessel sealer extend (vse) was defective and would not connect. The procedure was completed with no reported injury.